Event description:
It was reported that during a pre-clinical eval, a stent dislodgement occurred. The 3.0x16mm veriflex stent delivery system (sds) was being used in an artificial pin model in the carotid artery of a pig. During the procedure, the stent was embolized.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).